Event description:
It was reported the right ventricular (rv) lead demonstrated low impedance measurements and there was insulation damage. The physician indicated the lead was fractured. The rv lead was removed and a new lead was implanted. It was also reported the atrial lead demonstrated low impedance and oversensing. Upon x-ray, the lead had separated around the left clavical area. The atrial lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 21 cm and it was analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Products: 6947 implantable tachy lead 2011(B)(6). (B)(4).